Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use for a diagnostic procedure. However, the procedure was completed after a delay with a different device and no harm was reported as a result. A philips remote service engineer (rse) performed troubleshooting measures and identified that the system software had to be reloaded or the back-up image had to be restored. A philips field engineer (fse) inspected the system onsite and confirmed that the system had stopped at 00:00. Analysis of the system logs indicated that there was no communication with the system database. The fse reloaded the system software and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start. No harm was reported. Philips has started an investigation of the complaint. A follow up report will be submitted when further information is received.